Event description:
It was reported that the pump battery was depleting quickly, that an occlusion alarm occurred, that a cartridge did not fit onto the pump and that the usb port caused unspecified charging issues. There was no reported adverse effect to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.